Event description:
It was reported via an expedited quality review (eqr) report. Symptom- helium loss, "the customer has switched the pump with a functioning one." Actions: pneumatic control switch (pcs) replaced with no further action required.

Manufacturer narrative:
(B)(4).